Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event of loss of connection was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available.